Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the neurosurgeon readjusted the patient's device to 1.5 following the MRI after which they were feeling good with headaches and nausea. After a month, the patient went back to their healthcare professional (hcp) in which it was found that the device setting had changed to 1 with the device not able to being adjusted. An x-ray was taken to see if there was a kink or device damage, but everything looked good and there were no concerns. The patient began to feel more miserable and went to the emergency room. They were hospitalized for 2 days due to possible infection, but everything again showed as normal with no infection present. After the patient was discharged, they then again went to their neurosurgeon to see if they could adjust the shunt at which point it was found that they only thing they could adjust it to was 2.5. The patient preferred this and left it at this setting. They had been doing well up until a week prior to (B)(6) 2017, at which point their symptoms had returned again. There was no further injury or medical intervention to the patient noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a MRI, and then the same day the surgeon adjusted the shunt. It was stated for 4 months, they endured severe low pressure headaches and nausea. It was noted that the valve was incorrectly adjusted or wouldn't work.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that since the patient's magnetic resonance imaging (MRI), their device has been unable to adjust. According to the report, they had been experiencing constant headaches and nausea.